Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: f/g,promus element plus,mr,ous 3.00x38mm stent delivery system was returned for analysis. An examination of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was measured and was within the max crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the shaft polymer extrusion found no issues. An examination found no issues with the tip. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 85% stenosed, 36mmx3.0mm target lesion was located in the moderately tortuous and calcified left anterior descending artery. A 3.00x38mm promus element plus drug-eluting stent was advanced for treatment. However, the tip of the stent was found to be lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 85% stenosed, 36mmx3.0mm target lesion was located in the moderately tortuous and calcified left anterior descending artery. A 3.00x38mm promus element plus drug-eluting stent was advanced for treatment. However, the tip of the stent was found to be lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.